Event description:
It was reported that when patient presented to the hospital after receiving a vibratory alert from the device, upon device interrogation, non-sustained ventricular oversensing issue was observed on the device. Patient received inappropriate therapy for non-sustained ventricular oversensing. Recommended programing changes were made and the oversensing issue was not observed again. Patient was stable.